Manufacturer narrative:
(B)(4) . The device was returned for investigation. The reported issue was verified. They replaced the coin battery and upgraded the software to fix the unresponsive touch screen.

Event description:
It was reported that during testing, the ventilator's touch screen was non-responsive after boot up. There was no reported patient involvement. There is no report of death or serious injury associated with this event.